Event description:
It was reported that the device was explanted in 2007 after 41 months of implant duration due to unknown reasons. However, the patient also expired on the same day, the same day of the implant surgery. It was additionally reported that a second device, model #3000tfx, was explanted. Refer to medwatch #6000002-2008-08125. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.